Manufacturer narrative:
Unit received with broken battery tube threads. Unit received with cracked case at display window corners and reservoir tube window corners. Unit received with minor scratches on lcd window and reservoir tube window. Unit received with intermittent buttons due to corroded keypad trace. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had broken battery tube threads. The customer's blood glucose value was unknown. No further information was provided.